Manufacturer narrative:
It was reported that the patient is a male. (B)(6). (B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Age of patient was asked; however, is unknown.the gender of the patient was asked; however, is unknown.(B)(4) - incision enlarged. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
Additional information was received stating that there was no vitrectomy and sutures were used.

Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and does not show any change that could be related with the complaint type reported. No issues were reported during the manufacturing process of this production order. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the lens was fully implanted and the doctor then noticed that the trailing haptic was kinked. The doctor slightly enlarged the incision to remove the lens within the same procedure. The reporter was not sure if a backup lens was implanted within the same procedure. The reporter did not have any further information.